Manufacturer narrative:
This case, with patient identifier (B)(4) (system 1), is related to case with patient identifier (B)(4) (system 2).

Event description:
It was reported the patient received the following results within 15 minutes: over 600 mg/dl (system 1) and 127 mg/dl (system 2).